Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the e lock was failing and not locking once medication had been pulled from the refrigerator. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the e-lock was failed and not locking once the medication was pulled from the refrigerator. A field service engineer cleaned, tightened, lubricated, and reseated all cable connections for the remote manager latch, tested functionality in hardware test application (hta). The customer also logged into the application and inventoried the medication. The station was confirmed to be operating as designed. The system functioned as intended after the field service engineer repaired the device.